Event description:
Per the clinic, the patient experienced pain at implant site and was treated with oral antibiotics and steroids (type and duration not reported). However, the issue was not resolved. The device was then explanted on (B)(6) 2022, under general anaesthesia and wound debridement was also performed during the same surgery. This report is submitted on october 28, 2022.

Event description:
It was reported that the patient experienced skin breakdown at implant site. This report is submitted on january 05, 2023.